Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeping hours, while the device sensor was attached, the patient had a blister on toe due to wrap not changed. The device was needed to be moved every four hours. No further information is available at this time.